Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt intermittently failed functional testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG "b" and the trunk cable. The root cause for the open wire was excessive force.. No adverse event resulted from the damaged belt. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.